Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported: staples incomplete. During the radical resection of rectal carcinoma surgery, after fired, noted that staples were incompleted. The staples could not come out completely after surgery. The surgery was continued after replacing a new stapler and reload. There were no patient consequences reported. No additional information could be provided.